Manufacturer narrative:
The customer noted that the replacement battery resolved the issue.

Event description:
It was reported to philips that the customer requested just a replacement battery with no engineer evaluation. There was no reported patient involvement/adverse patient impact.